Manufacturer narrative:
Section a1: patient's information cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. This information should have been redacted from the initial report. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Reporter name/email: (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the wound smear was positive for staphylococcus aureus. Computed tomography (CT) thorax (B)(6) 2020 showed suspected phlegmon around the driveline beginning abscess formation. Antibiotic therapy with flucloxacillin 2 grams three times per day was administered from (B)(6) to (B)(6). Rifampicin 450 mg twice a day started on (B)(6). On (B)(6) 2020 wound culture was positive for serratia marcescens, and another culture on (B)(6) was positive for enterococcus faecium and serratia marcescens. On (B)(6) 2020, the patient had abscess excision surgery and driveline relocation. Vacuum-assisted closure (vac) therapy lasted until (B)(6). On (B)(6) the patient was given levofloxacin 750 mg.